Event description:
Complainant alleged that during biomed testing the device displayed "discharge fault" and "defib fault 108" messages, and dumped the charge internally. Complainant indicated that there was no patient involvement in the reported malfunction.